Manufacturer narrative:
The liberty cycler was returned for investigation. No non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. There was no indication of an equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates the device created an alarm/message, as designed, to alert the user of a potential problem. Inability to use the device or complete treatment it not likely to result in a serious injury. There were no alleged device malfunctions which could cause or contribute to the hernia as stated by the pt. The fmc pharmacovigilance physician concludes the event of hernia is unlikely related to the fmc dialysis device. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
Pt/user of the fmc dialysis device called tech support with questions about reprogramming the device. The pt stated that bags get too hot for treatment. Tech support advised the pt that the device should be replaced and informed the pt of the return procedure. The pt stated the cyclers are heavy. The pt stated he has a hernia and is unsure if the hernia is from moving the cyclers around.